Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving battery out limit when he puts two batteries in the insulin pump. The customer would get a blank display or a close to empty within 24 hours. The customer¿s blood glucose level during the incident was unknown. The customer had not received an off no power alert. The customer stated that the insulin pump¿s screen had completely gone blank after transferring the blood glucose to it. Troubleshooting was performed. The customer inserted a new battery and the display returned. The customer also reported that they that the insulin pump¿s screen had scratches and they were having issues reading it. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 1.5 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The insulin pump passed per delivery accuracy test. No low battery alert, no battery out limit alarm and no blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.